Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that insulin leaked from the septum as the cartridge was being filled. Reportedly, this event occurred with two cartridges. The customer reported that the air removal step was not performed prior to the cartridge being filled with insulin. The customer changed the needle and successfully filled the cartridge to address the event and insulin delivery was resumed. The customer's blood glucose level was 129 mg/dl.